Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient began to experience eye discomfort after 1-2 days of lens use. The patient sought medical treatment and was diagnosed with corneal edema and iritis in the left (os) eye. The patient was prescribed prednisolone 1% and muro 128 ointment. The incident has fully resolved with no permanent injury or impairment to the eye function or structure, but it is unknown if treatments used were to prevent or preclude a permanent injury or impairment.